Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a primary breast augmentation with unspecified mentor gel breast implants and experienced postoperative left-sided rupture and bilateral capsular contracture (baker grade IV on the left side; baker grade ii on the right side). The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent a bilateral explantation on february 20, 2019 and replaced with 350cc mentor memorygel breast implants (catalog number 3503501bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's right-sided device.

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The implantation date has been updated to (B)(6) 1998. It was reported that the implantation occurred during the year of 1998 and no specific date was provided. Additionally, the procedure was a breast augmentation revision. Manufacturer's reference number: (B)(4).